Event description:
Procedure: lobectomy. According to the reporter: on the second firing, the handle was stopped in the middle and an abnormal sound was noted. The procedure was converted to open for device removal, due to limited margin. The surgeon noted that staples that fired did not form properly. The stump was sutured for reinforcement. The procedure was extended beyond 30 minutes. Bleeding was reported as 200cc.

Manufacturer narrative:
Initial report sent to FDA on 11/02/2009.